Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient's headaches have resolved.

Event description:
Related manufacturer reference number: 3006705815-2021-00227. It was reported the patient has been experiencing headaches since her initial implant. Patient was given a blood patch and the headaches have not resolved. Patient has sepsis due to unrelated health issues and is currently hospitalized.

Manufacturer narrative:
Date of event is estimated.